Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance and high thresholds. The rv lead remains in use. It was further reported that the programmer¿s emergency button was inadvertently activated during interrogation of the implantable device. It was noted that there was an issue with the stylus pen. The programmer is expected to be returned for evaluation. It was further reported the programmer's stylus was unable to work and was replaced with other stylus. It was further reported that the rv lead, rv tip to coil impedance, sensing and thresholds were stable for the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedance and high thresholds.  The rv lead remains in use.  No patient complications have been reported as a result of this event.